Event description:
It was reported that the customer was experiencing high blood glucose from 300 mg/dl to over 600 mg/dl. At the time of the report, the customer's blood glucose was 539 mg/dl. Troubleshooting was performed. No anomalies were found, insulin exited the tubing during manual prime, and the insulin pump passed the high pressure test. It was advised the insulin pump was working as designed. Upon removing the infusion set, the cannula was not bent or occluded and the site was not sore or irritated. It was advised to change the entire set, reservoir and insulin. It was also reported that no delivery alarms had been received by the insulin pump, which were resolved by complete set change in the past, and no troubleshooting could therefore be performed to determine cause. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.